Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received from patient: on (B)(6) 2025 dr. Performed an inguinal nerve bock. Followup visit on (B)(6) 2025.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: - nerve block failed on 20% relief on (B)(6) 2025". - MRI order and pain control via an electrical nerve stimulation. - the patient reported being in constant pain. *redacted (B)(6) 2025 treatment notes attached.

Event description:
It was reported that a patient underwent reduction of incarcerated cecum with partial omentectomy and complete resection of indirect hernia sac with a large mesh, tension-free repair of right direct and indirect inguinal hernia on (B)(6) 2022. In early 2024, the patient has started experiencing the following issues: bowel issues, chronic pain, fever, gastrointestinal issues, hernia recurrence, infection, inflammation, nausea and recurrence. Additional information was requested,

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: 1. Please clarify what ethicon products were used. Do you know the product code(s) and/or lot number(s)? 2. If in your possession, may we have a copy of your operative report(s)? 3. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. - I signed the consent form pdf attached also note the records that I have are also pdf attached. As follows: copy of medwatch filing, surgical records, ultrasound the recent surgeon I saw, he stated that my pain is coming from the mesh and I have a follow up appointment soon. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned h10: the related report number has not been provided at this time. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b6, h10. Additional information received: dr. - on (B)(6) 2025 after examination ordered right inguinal nerve pain s/p hernia repair for a nerve injection.